Event description:
No adverse event [no adverse event] oral-b broke in mouth/brush broke at that ridge part and the head came flying off [device breakage] case narrative: elderly female consumer via phone stated that an oral-b broke in her mouth. No injury was reported. (B)(6) 2023 follow up via phone: the consumer reported that the oral-b toothbrush broke at that ridge part and the oral-b toothbrush head came flying off. No injury was reported.

Manufacturer narrative:
Complained product will not be not available.